Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient attempted to use the infusion device at 3:00 p.m. On (B)(6) 2020 when he noticed the infusion device shut off without providing an error or alert message. The patient's blood glucose result was 530 mg/dl on his aviva combo meter. The patient experienced symptoms of nauseous and vomiting due to elevated blood glucose levels. He was unable to administer an insulin bolus through the infusion device based on the blood glucose result since it would not turn on. The patient was able to administer insulin injections, but the injections were not enough to self-treat. As the patient's condition worsened, the patient's wife transported him to the hospital arriving around 12:00 a.m. The blood glucose result was 640 mg/dl on the hospital's meter. The patient was treated with unknown fluid via IV. The patient was admitted for diabetic ketoacidosis and hospitalized for 2 days.